Manufacturer narrative:
The pod was received with the cannula deployed. The download data showed that the device ran 56 pulses and was deactivated. No defects or deficiencies were found that would result in a failure of the device to deliver insulin. It could not be determined when the needle deployed. The formed needle was observed to be in the exposed portion of the soft cannula. The linkage assembly view through the top housing was observed to not be fully retracted. After opening the pod, score marks were found on the top housing and the needle mechanism fully retracted. These findings indicate interference between the linkage assembly and the top housing. Correction to d(4): lot number changed from unavailable to l45759. Catalog no changed from zxy425 to zxp425. Expiration date changed from unavailable to 11/9/2021. Model no changed from 14810 to 19191. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 5/9/2020.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle deployed early. The pod was not worn.